Event description:
It was reported via repair work order that the height adjustment racks are not engaging to lock the cot into position when raising up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.